Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was mugged, hit over the head, and found unconscious. Subsequently, there was a lead integrity alert (lia) due to high rate non-sustained episodes and short ventricular intervals, noise warning, and high undefined and varying pacing impedance on the right ventricular (rv) lead. The patient had a syncopal episode approximately six days after the incident. The patient was intermittently dependent as there was pauses up to 8 seconds and an underlying rhythm approximately 40 beats per minute with the oversensing of noise. The lead was suggested to be fractured. Detections were programmed off and the patient was connected to external defibrillation vest. The patient was transferred to another facility where the lead was explanted and replaced. No further patient complications have been reported as a result of this event.